Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not functioninng properly and was experiencing shocking sensation causing severe internal burns and nerve damage.